Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high threshold and impedance spike. It was noted that an alert had triggered for high and undefined pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.